Event description:
Customer reported that the insulin pump alarmed with a high pitched screech like a smoke alarm. The blood glucose reading was 67 mg/dl. Customer treated with a peach. He stated that the buttons were not accidentally pressed and that the sound was louder than the beep that occurs during the self test. He stated that the insulin pump was not exposed to moisture. He stated that he removed the reservoir and the battery and the insulin pump continued to beep. He stated that there was a smoke detector nearby but that the sound from the insulin pump was more high pitched. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.